Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. Access was obtained via the radial artery. The 32mm in length by 2.25mm in diameter, concentric, de novo, and 80% stenosed target lesion being treated was located in the moderately calcified and mildly tortuous proximal left anterior descending (lad) artery. A non-bsc balloon catheter was advanced to the lesion and used for predilation. A 2.25x32mm promus element stent delivery system (sds) was then advanced to the proximal lad and deployed. The physician realized that the distal part of the lesion was not stented, so a 2.25x8 promus element sds was advanced and upon positioning the device the stent got caught on something and dislodged in the proximal lad. The dislodged promus element stent was crushed against the vessel wall using another promus element stent. The procedure was completed with the deployment of a 2.25x16mm promus element stent. No additional patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. Access was obtained via the radial artery. The 32mm in length by 2.25mm in diameter, concentric, de novo, and 80% stenosed target lesion being treated was located in the moderately calcified and mildly tortuous proximal left anterior descending (lad) artery. A non-bsc balloon catheter was advanced to the lesion and used for predilation. A 2.25x32mm promus element stent delivery system (sds) was then advanced to the proximal lad and deployed. The physician realized that the distal part of the lesion was not stented, so a 2.25x8 promus element sds was advanced and upon positioning the device the stent got caught on something and dislodged in the proximal lad. The dislodged promus element stent was crushed against the vessel wall using another promus element stent. The procedure was completed with the deployment of a 2.25x16mm promus element stent. No additional patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified that the stent delivery system was returned without the stent attached. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A visual and microscopic examination also identified severe kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).